Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss (route-dental, lot number 0514d, expiration date and frequency unspecified) to floss teeth. After an unspecified duration, while cutting the floss, the consumer noticed that the metal cutter broke and completely came out of the container. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on 03-sep-2014. A review of the complaint data revealed no trend for the reported lot number. The retained sample was visually evaluated and did not present any defect associated to loose cutter. The device history records were reviewed and no issue, defect or investigation was created related to loose cutter defect. The manufacturing related issues were reviewed, and there was no issue found or associated to the lot number and product reported for loose cutter defect. The complaint investigation was closed with a disposition of undetermined. Based on the available information, the device was used as intended for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss (route-dental, lot number 0514d, expiration date and frequency unspecified) to floss teeth. After an unspecified duration, while cutting the floss, the consumer noticed that the metal cutter broke and completely came out of the container. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.